Event description:
It was reported that during the procedure of coil embolization for subarachnoid hemorrhage (sah), subject coil was advanced into microcatheter up to second indication marker. The physician then found that the detachment point had come out of the tip of the microcatheter. The physician's opinion was that the marker position or the length between tip of delivery wire and marker was incorrect. The procedure was completed without clinical consequences to the patient.

Event description:
It was reported that during the procedure of coil embolization for subarachnoid hemorrhage (sah), subject coil was advanced into microcatheter up to second indication marker. The physician then found that the detachment point had come out of the tip of the microcatheter. The physician's opinion was that the marker position or the length between tip of delivery wire and marker was incorrect. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated h4 manufacturing date ¿ added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the proximal contact wire was intact. The main coil was detached and the coil delivery wire was kinked/bent. Functional testing was not required as per procedure for this reported event. The as reported was not confirmed during analysis, the coil delivery wire was found to be kinked and the main coil was detached. The device was returned, and a review of analysis and all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of not confirmed will be assigned to the as reported. The as analyzed 'coil delivery wire kinked/bent' and 'main coil prematurely detached/separated during use' will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.